Event description:
It was reported that during a lap cholecystectomy procedure the device was fired and the clips were not formed correctly. Auto suture was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.